Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips scissored and ejected from jaws of instrument while chipping the cystic duct. The surgeon needed to pull a second instrument to complete the case. There was no consequence to pt.